Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (370 mg/dl). Customer was treated through intravenous insulin, and released from the hospital on (B)(6) 2015, troubleshooting was performed and pump appeared to be delivering as expected. Customer's healthcare professional adjusted pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).